Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The user performed reprocessing, but the scope was returned to olympus without being able to remove the foreign matter from the forceps channel and reprocessing could not be completed. The detection method is described in the instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope and instruction manual tjf-q190v reprocessing manual 5.3 preclean the endoscope and accessories, 5.5 manually cleaning the endoscope and accessories describes preventive measures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii duodenovideoscope, forceps/instrument channel malfunctions something blocking the channel. The issue occurred during reprocessing. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found there was foreign material in the biopsy channel when a brush was passed inside the channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: plastic distal end cover had scratches/dents; and bending section cover or distal sheath rubber adhesive cracked/lifted glue. This event is under investigation. A supplemental report will be submitted upon receiving additional information.